Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the monitor was required ot be replaced. Once replaced, the system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9735795. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the monitor was intermittently functioning. The monitor would flicker and occasionally select buttons with no input. It was noticed that there was a small crack in the corner. There was no patient present when this issue occurred.

Event description:
Additional information was received. It was reported that the crack was much longer than previously reported and extended to the middle of the screen.

Manufacturer narrative:
E1: monitor lot #: 18231648. The returned monitor was analyzed. It was found to have an impact point on the right side with a corresponding crack across that corner of the display. Otherwise, the monitor displayed a good image when connected to a known good system but the touch function was not working within the corner of the display beyond the crack. Previously reported codes b01 and d02 are applicable, as is code c07. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.